Manufacturer narrative:
(B)(4).

Event description:
Boston scientific reported that this ra lead was not dislodged, there was no capture and no sensing. The patient was experiencing thumping in their diaphragm. The physician tried to reposition the lead with no luck, so it was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.